Manufacturer narrative:
Argus casse ID: (B)(4).

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a female patient who received gsk toothbrush (sensodyne toothbrush) toothbrush for product used for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started sensodyne toothbrush at an unknown dose and frequency. On an unknown date, an unknown time after starting sensodyne toothbrush, the patient experienced choking (serious criteria gsk medically significant), cough and product complaint. Sensodyne toothbrush was discontinued (dechallenge was unknown). On an unknown date, the outcome of the choking, cough and product complaint were unknown. It was unknown if the reporter considered the choking and cough to be related to sensodyne toothbrush. Additional information, the adverse event information was received via on 03 march 2021. Consumer stated, "I bought five sensodyne toothbrushes two weeks ago in redacted, for my family. I used one the next day and while I was brushing, I felt bristles in my mouth and pulled out lots of bristles stuck in my teeth. I threw the toothbrush away. The second one was ok for a few days then this morning I nearly choked as lots of bristles had all come out and were right at the back of my mouth. I couldn't get to some of them and was coughing and choking on them for several minutes. I didn't want to try and swallow them with water so had to try and cough them up. When I recovered and checked the toothbrush, I saw a whole section of bristles had come out. I have kept it to post to you if you wanted to see it. I have taken a photo of it. I told my family about it. My daughter said then that the same thing had happened to her and she had found lots of bristles in her mouth and thrown away the toothbrush. We want you to look urgently into this matter as it is not only very unpleasant and distressing but also is quite dangerous." The case was linked to case " (B)(4) ". Follow-up adverse event information was received on 12 march 2021. Consumer stated, "I bought five toothbrushes in, for my family's use last month. The two that had been faulty(see my explanatory email) were thrown away. I sent you a photo of the bar code etc on the packaging of the toothbrush in question, along with a full explanation of what happened. This was the third toothbrush to be faulty and I kept it as evidence. It has these numbers on the reverse of the packaging: 270820086, s431pal5376. The barcode is: 5054563018915. As I have already said in my email, I bought five of them a few weeks ago. My daughter used hers almost straightaway and told me later she had thrown it away as lots of bristles had come out in her mouth. I used one and bristles came out and I threw it out and tried a second one. It was ok initially but then after maybe one or two days, my mouth was full of bristles. This was a distressing experience as I tried to cough them up and found myself choking. Follow up information was received on 13 march 2021 from quality assurance (qa) department regarding complaint (B)(4) (issue number) for lot number unknown. The investigation reports concluded that, complaint stands inconclusive. Complaint sample not received at investigation site. No sample was returned for this complaint and the lot or batch details were not received so a full investigation cannot be completed. As this information was not available the complaint cannot be investigated and would be closed as inconclusive. If the consumer contacts with additional information or if the complaint sample was received, the complaint issue would be reopened and further evaluated. Initial and follow up process together. Follow up information was received on 15 march 2021 from quality assurance (qa) department regarding complaint (B)(4) (issue number) for lot number unknown. No sample was returned for this complaint and the lot/batch details were not received so a full investigation cannot be completed. As this information is not available the complaint cannot be substantiated and will be closed as inconclusive. If the consumer contacts us with additional information or if the complaint sample is received, the complaint issue will be reopened and further evaluated. Complainant did not provide correct name neither correct batch number. Investigating site cannot be detected. The quality assurance revealed the product complaint to be non conclusive. Follow up information was received on 31 march 2021 from quality assurance (qa) department regarding complaint (B)(4) (issue number) for lot number unknown. No defect sample available for further confirmation and investigation till now. After reviewed the production and inspection records of this batch, no similar issue was found in the process. After further review the complaint history of this batch product, no any complaint has been fed back. Base on the customer complaint history of this toothbrush and investigation against all the previous returned samples, filaments came off defect was caused in the following conditions: improper use of toothbrush, on some returned sample, obvious similar pinch marks are found on the bristles, the defect may be caused by filaments get stuck in-between teeth or between teeth and bracket/dental brace and then pulled out. From the perspective of the process, it cannot be completely ruled out that insufficient number of filaments in the hole in manufacturing process leads to the filament fall off during use. This complaint would be closed as inconclusive temporarily and the complaint would be re-opened when the defect sample was acquired. Follow up information was received on 10 april 2021 from department of quality assurance (qa) regarding complaint (B)(4) (issue number) and (B)(4) (product complaint number) for lot number 270820086. No sample was returned for this complaint and the lot or batch details were not provided so a full investigation could not be completed. As this information was not available the complaint could not be substantiated and was considered to be closed as inconclusive. After review of the production and inspection records of this batch, no similar issues were found in the process. After further review of the complaint history of this batch product, no complaint had been identified. Based on the customer complaint history of this toothbrush and investigation against all the previous returned samples, filaments came off defect was caused in the following conditions. Improper use of toothbrush, on some returned sample, obvious similar pinch marks were found on the bristles, the defect may be caused by filaments get stuck in-between teeth or between teeth and bracket or dental brace and then pulled out. From the perspective of the process, it cannot be completely ruled out that insufficient number of filaments in the hole in manufacturing process lead to the filament fall off during use. The complaint was considered to be closed as inconclusive. Further investigation shall be carried out on availability of the complaint sample.

Manufacturer narrative:
Argus case: (B)(4).

Event description:
I couldn't get to some of them and was coughing and choking on them for several minutes [choking]. Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a female patient who received gsk toothbrush (sensodyne toothbrush) toothbrush for product used for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started sensodyne toothbrush at an unknown dose and frequency. On an unknown date, an unknown time after starting sensodyne toothbrush, the patient experienced choking (serious criteria gsk medically significant), cough and product complaint. Sensodyne toothbrush was discontinued (dechallenge was unknown). On an unknown date, the outcome of the choking, cough and product complaint were unknown. It was unknown if the reporter considered the choking and cough to be related to sensodyne toothbrush. Additional information, the adverse event information was received via on 03 march 2021. Consumer stated, "I bought five sensodyne toothbrushes two weeks ago in redacted, for my family. I used one the next day and while I was brushing, I felt bristles in my mouth and pulled out lots of bristles stuck in my teeth. I threw the toothbrush away. The second one was ok for a few days then this morning I nearly choked as lots of bristles had all come out and were right at the back of my mouth. I couldn't get to some of them and was coughing and choking on them for several minutes. I didn't want to try and swallow them with water so had to try and cough them up. When I recovered and checked the toothbrush, I saw a whole section of bristles had come out. I have kept it to post to you if you wanted to see it. I have taken a photo of it. I told my family about it. My daughter said then that the same thing had happened to her and she had found lots of bristles in her mouth and thrown away the toothbrush. We want you to look urgently into this matter as it is not only very unpleasant and distressing but also is quite dangerous." The case was linked to case "(B)(4)". Follow-up adverse event information was received on 12 march 2021. Consumer stated, "I bought five toothbrushes in, for my family's use last month. The two that had been faulty(see my explanatory email) were thrown away. I sent you a photo of the bar code etc on the packaging of the toothbrush in question, along with a full explanation of what happened. This was the third toothbrush to be faulty and I kept it as evidence. It has these numbers on the reverse of the packaging: (B)(4). The barcode is: 5054563018915. As I have already said in my email, I bought five of them a few weeks ago. My daughter used hers almost straightaway and told me later she had thrown it away as lots of bristles had come out in her mouth. I used one and bristles came out and I threw it out and tried a second one. It was ok initially but then after maybe one or two days, my mouth was full of bristles. This was a distressing experience as I tried to cough them up and found myself choking. Follow up information was received on 13 march 2021 from quality assurance (qa) department regarding complaint (B)(4) (issue number) for lot number unknown. The investigation reports concluded that, complaint stands inconclusive. Complaint sample not received at investigation site. No sample was returned for this complaint and the lot or batch details were not received so a full investigation cannot be completed. As this information was not available the complaint cannot be investigated and would be closed as inconclusive. If the consumer contacts with additional information or if the complaint sample was received, the complaint issue would be reopened and further evaluated. Initial and follow up process together. Follow up information was received on 15 march 2021 from quality assurance (qa) department regarding complaint (B)(4) (issue number) for lot number unknown. No sample was returned for this complaint and the lot/batch details were not received so a full investigation cannot be completed. As this information is not available the complaint cannot be substantiated and will be closed as inconclusive. If the consumer contacts us with additional information or if the complaint sample is received, the complaint issue will be reopened and further evaluated. Complainant did not provide correct name neither correct batch number. Investigating site cannot be detected. The quality assurance revealed the product complaint to be non conclusive.